Event description:
It was reported that patient presented to the ER after receiving inappropriate atp and hv therapy due to far p-wave oversensing on the ventricular channel. Decreased r-wave amplitude was also noted. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.